Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an exchange of the heartmate 3 system controller (serial number (B)(6) was unable to be confirmed. Additional information revealed that the initially reported backup battery faults and exchanges were associated with the returned controller (B)(6) and that no further information was provided as to when and why the patient was connected to this controller and not to (B)(6). A root cause for the reported event was unable to be conclusively determined through this investigation. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ and heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number (B)(6)) was evaluated in association with exchanges. The controller was not returned for analysis, and log files were not submitted for review. Additional information revealed that the initially reported backup battery faults and exchanges were associated with the returned controller (B)(6) and that no further information was provided as to when and why the patient was connected to this controller and not to (B)(6). No issues were able to be correlated with an issue with the system controller (B)(6). The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. A) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller. Heartmate 3 instructions for use (rev. A) section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. C) section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use (rev. A) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. C) section 3 ¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that system controller was exchanged. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient was now using controller, (B)(6) as the primary and (B)(6) was the backup controller.